Event description:
While performing a cystoscopy, ureteroscopy, and laser lithotripsy, the tip of the laser broke off in the ureter. Physician successfully removed the tip with no resulting extended harm to the pt.